Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that dignishield was completely dirty in the inner packaging and also opened.

Event description:
It was reported that dignishield was completely dirty in the inner packaging and also opened.

Manufacturer narrative:
The reported event was inconclusive since photo sample condition was poor. It was unknown whether the device had met relevant specifications. Visual evaluation of the returned photo sample noted one opened (with original packaging), dignishield. Visual inspection of the photo sample noted that the inner packaging could not be evaluated therefore, this investigation is considered inconclusive due to poor photo sample. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be ¿no follow up to good manufacturing practices". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.